Event description:
It was reported that the pt felt the stimulation "wrap around" their stomach and it was causing nausea. The pt also reported that they have not been using their recharger due to it causing "skin breakdown". The pt had turned the device off and had requested to have the device reprogrammed. Additional info has been requested, a f/u report will be submitted if additional info becomes available.